Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device encountered error 206 during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d4, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error 218, outer tube dent, tesu board corrosion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error 218 occurred due to component failure of the electronical component, outer tube dent due to component failure of the outer tube, tesu board corrosion due to component failure of the tesu board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.